Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to infection. The patient underwent a washout and the bearing was removed and replaced.